Manufacturer narrative:
(B)(4). Results of investigation: the reported issue was verified by a carefusion authorized service technician during testing. The flow valve was cleaned, however the volumes were still out of tolerance, so the flow valve was replaced to correct the reported issue.

Event description:
It was reported by the customer that the flow on the ventilator was low and the volumes are out of tolerance. This issue was discovered while checking the ventilator, therefore there was no patient involvement.